Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm sjm regent heart valve w/ flex cuff valve was chosen for a procedure. During the procedure, the use of valve was discontinued due to an unusual sensation experienced during the embedding process. A resistance was felt stronger than usual. The decision was based on reluctance to implant a device that caused a lingering sense of discomfort. A new 23mm epic supra valve was chosen and completed the procedure while patient on bypass. There was no delay in the procedure. The patient was reported stable.

Manufacturer narrative:
An event of a valve not parachuting was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.